Event description:
N/a.

Manufacturer narrative:
The 5mm dia 350mm monopolar hook (cev225) was returned for evaluation: evaluation verified the complaint reported by the customer as valid. It was observed that the hook was repaired/modified by an external service provider outside of integra microfrance; therefore, we can't establish a correct root-cause.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during cholecystectomy, the doctor used a coagulating hook to do hemostasis of the vesicular part. It was reported that the blue protection/sheath (in silicone) of the 5mm dia 350mm monopolar hook (cev225) had melted, leaving debris/fragments at surgical site. There was no patient injury; however, it is unknown whether the event led to an increase in surgery time. Reported used coagulation: 100.